Event description:
The customer reported a charger fail at boot up and prevented the system from operating. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The charger board, control panel board, and the power cap module were replaced during the service call. The system was tested and found to be working as intended and put back into service.